Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the battery test failed. The fse evaluated the device and found the battery with low storage and failed testing. The battery was replaced, and the device was returned to normal operation. The device passed all testing. Based on the information available and the testing conducted, the cause of the reported problem was a defective battery. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.